Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins is sticking out of their body more than it used to. They added that they don't know if it's because the swelling went down after implant or if there's an actual issue, but they said therapy is working well. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to check the ins site and ins placement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they had an appointment with their health care professional on (B)(6) 2019 and they checked they sticking out device and said it was fine. No further complications were noted or anticipated